Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/17/2018, that on (B)(6) 2018, the receiver displayed an errhwbbt. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. The receiver data log could not be downloaded, but a usb error was observed. The reported event of an error icon display was unable to be determined. A probable cause could not be determined. No additional event or patient information is available.